Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The device had cracked case at display window corner, minor scratches on the lcd window, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error while he was driving. Customer's blood glucose was unknown. Customer stated he was sweating and wasn't sure if the device might have gotten wet. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.